Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue. Reportedly, the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings: the threads of the returned battery cap were stripped. The battery compartment was cracked in the thread area. The two aforementioned device failures directly contributed to the reported power issue. The pump failed to maintain power with use of the returned battery cap due to the failure of the returned battery cap to secure to the pump per the instructions for use (IFU): the reported power issue was duplicated. A test battery cap, which was able to secure to the pump per the IFU, was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no internal damage or defect was found. The following findings are unrelated to the reported power issue: a second battery compartment crack was found below the grip pad. The display screen visual was dim and discolored due to an unidentified display failure. The audio bolus button cover was found to be torn; however, the button was properly responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.